Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. The customer was able to reload the same cartridge with assistance and agreed to monitor the situation, following up if necessary.